Manufacturer narrative:
The hillrom technician found the pcb assembly needed to be replaced. Per the hillrom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Unlock the brakes. The system sounds a periodic audible beep, and the brake not set indicator flashes. Make sure the brake not set control is correctly adjusted. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the pcb assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #c-(B)(4).